Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient presented with st elevation myocardial infarction (stemi). An unspecified stent was implanted in the circumflex artery. Patient was taken back to the catheterization lab on (B)(6) 2016 for treatment of a lesion in the 1st obtuse marginal (om1) artery. Pre-dilatation was not performed, as the unspecified dilatation catheter was unable to cross to the lesion. Direct stenting was performed, using the 2.25 x 12 mm xience alpine stent delivery system. The stent was placed at the target lesion and the balloon was inflated to 4 atmospheres; a balloon rupture occurred. The delivery system was removed, with the stent remaining at the lesion. A balloon dilatation catheter was then advanced to the stent and inflated to expand the stent. A second larger balloon dilatation catheter was then advanced and inflated to fully appose the stent to the vessel wall. There was no difficulty removing the stent delivery system and no portion of the ruptured balloon remains in the patient anatomy. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was not returned. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.